Event description:
Pt called spontaneously to report that both of her pumps have the same issue. There was a beeping pump in the background. She denied the cassette not being secure and the line being clamped. She is going to use a backup pump she has from the hosp which she has not had a chance to return. No other info known. Serial numbers: (B)(4). Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported (B)(6) by pt/caregiver.